Event description:
When drilling (using a drill guide), the drill tip broke and could not be removed from the bone, and the surgery finished with about 13 mm of the drill tip remained.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No deviation from the specifications was noted. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the device must be available in order to determine the exact root cause. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
When drilling (using a drill guide), the drill tip broke and could not be removed from the bone, and the surgery finished with about 13 mm of the drill tip remained.